Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a pink display screen. A new test display was inserted and the display illuminated to normal contrast. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that about two weeks ago he experienced a low blood glucose (bg) of around 40mg/dl with mild cognitive and physical impairment. The patient could not provide an exact date for the alleged bg excursion. The patient reportedly was able to self-treat with glucose tablets. The patient alleged that the bg excursion occurred because the pump's screen has become dim and he could not read it properly, and subsequently bolused an extra one to two units than what was intended. The patient reportedly has had a friend review all entries on the pump since the incident occurred and no further bg excursions have occurred. The display issue reportedly began about a month ago. This complaint is being reported because the patient allegedly experienced severe hypoglycemia while using insulin pump therapy. Use error was determined to be a cause or contributor to the reported bg excursion as the patient was using a pump with a known display issue.

Manufacturer narrative:
The reported display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.